Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was observed to be internally leaking through the nail head, indicating an inadequate seal between the hard cannula and soft cannula. Causing corrosion. The internal leak is confirmed as the cause of the insulin delivery failure.

Event description:
It was reported the patient¿s blood glucose reached 262 mg/dl after wearing the pod between 24 and 36 hours on the leg. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).